Manufacturer narrative:
As part of heartflow's investigation following the physician report, we identified a potential false negative. Hfid # (B)(4): the investigation identified a potential false negative in the lcx; after the initial analysis was delivered, a second analysis during the investigation resulted in a decrease in the distal ffrct value from 0.84 to 0.71 on the lcx. Heartflow will be informing the ordering physician of the investigation results. Heartflow's ffrct analysis instructions for use include the following warnings: "due to the variability in the heartflow analysis, the results should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient." "The heartflow analysis process is dependent on the quality of the imaging data provided. Ffrct results may be affected by assumptions needed to resolve anatomy in areas of uncertainty, whether provided by the physician or made by heartflow case analysts."

Event description:
The physician reported a false negative result. Company representative followed up with the physician for additional information including angiography data multiple times. The physician reported the ffrct analysis indicated a ffrct value greater than 0.8 in a moderate lesion and patient presented in less than one month with a myocardial infarction and received a percutaneous coronary intervention.

Manufacturer narrative:
Heartflow was able to obtain angiography data from the physician. The physician classified the event as a type ii myocardial infarction related to insufficient blood flow versus a ruptured plaque. The investigation results remain the same.